Event description:
Manufacturer's representative reported the lancet needle will not retract after firing in the multiclix lancing device. No accidental stick with a lancet was reported. No product is available for return; at the customer's request, no replacement product was sent.